Event description:
The account generated an (B)(6) result of (B)(6) with sample (B)(6) which tested (B)(6) when repeated. The donor is a long-time donor who had been (B)(6) in the past. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, axsym cmv igg, list (B)(4), that has a similar us product distributed in the us, axsym cmv igg, list (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient (B)(4). (B)(6) - (B)(4).

Manufacturer narrative:
The evaluation was performed which included complaint searches for likely cause lot 01349m500 and the 3 month assay bucket search did not identify atypical activity. Additionally, accuracy testing was performed in which 3 panels of known concentration were tested on three axsym instruments. The grand mean concentration for each panel was within the respective acceptance ranges. A labeling review was also performed and showed that section 10 of the axsym system operations manual addresses the complaint issue. Based on the results of this evaluation, the axsym cmv igg reagent is performing as intended. No additional issues were identified and no further investigation is needed. No product deficiency was identified.